Event description:
Physician attempted to remove right atrial line, but met resistance. He re-attempted with similar pressure and the line snapped, leaving approximately 13 cm of catheter in the body. The pt was sent to the cardiac catheterization room for retrieval of the remaining portion.